Manufacturer narrative:
No service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional part (drill bit) was added to the complaint on (B)(6) 2013. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that on (B)(6) 2012, during an open reduction internal fixation of a left pilon fracture, a small battery drive was heating up and burning the bone. Surgeon stated that there was no visual burn to the bone, but he could smell something burning. It is reported that during the same procedure, a small piece of drill bit broke off during drilling, prior to inserting the k-wire and the surgeon was unable to retrieve it. Surgeon used a bulb syringe to irrigate during surgery. The lot number and product number is unknown as the product was disposed of and it is unknown whether or not the drill bit was a synthes product. Surgery was completed using a competitors drill without incident. There was no delay in surgery. No additional information is available. This report is for a drill bit. This is 3 of 3 reports for the same event, complaint #(B)(4).